Manufacturer narrative:
Reportable malfunction with inomax dsir plus (B)(4) was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery stopped alarm occurred as the monitored nitric oxide (no) value (i.e., actual: 114 ppm) was greater than the absolute max of 100 ppm for 12 consecutive seconds. Afterwards, a service log entry for failed low no cell calibration due to the low points being greater than the maximum value (max: 655 counts; actual value: 1626 counts) was observed. Although identified in the service log, the regional service center (rsc) did not experience a delivery stopped alarm during testing. The root cause for this occurrence was likely due to a malfunctioning no sensor. As a result, the device's no sensor was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2020, a customer from the us called to report a nitric oxide (no) sensor failure with inomax dsir plus (B)(4). The device was in use, however no patient harm was reported. Inomax dsir plus (B)(4) was removed from service and returned to the company for service evaluation. On 29-apr-2020, a mallinckrodt internal employee discovered a delivery stopped alarm had occurred due to no concentration greater than 100 ppm followed by a failed low no sensor calibration for inomax dsir plus (B)(4). This service log finding meets the criteria of a reportable malfunction.